Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported bent sheath was confirmed. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, hydrophilic coating was present throughout the surface of the sheath via tactile inspection with water. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported difficult to advance could not be determined. Factors that contribute to failure to advance may include, but not limited to, calcification, patient femoral vessel/anatomy variables. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that while inserting the prostyle device, it seemed to have bent resulting in an inability to further advance the device. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.